Event description:
On june 24, 2010, a doctor reported that a patient lost a sybronpro xrt implant approximately two (2) years after placement due to unknown causes. This is the first of two reports.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The patient presented to the clinic for a routine follow-up. Low r-waves and high thresholds were observed. Lead dislodgement was suspected. The lead was explated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.